Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted bilateral at s1 and 2 leads (from the same lot) implanted bilateral at l5 as part of her axium neurostimulator system. It was reported the patient experienced pain in her posterior thighs since having her system implanted. The physician removed both leads located at s1 to address the issue.